Event description:
A customer reported to baxter (B)(4) that the tip protector on the patient line of the cassette used for peritoneal dialysis (pd) was separated in the overpouch. This issue was identified before product usage. There was no patient injury / medical intervention. No further information is available.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. No further information is available at this time.